Event description:
Procedure type: reversal of a colostomy. According to the reporter: the physician said that after the fire, the staple line opened in some parts (cut but not close all the staples). A conversion to open surgery was required to correct the problem. There was additional blood loss, unanticipated tissue loss and the surgery time was extended by more than 30 minutes. The anastomosis opened, an ileostomy was performed and an incisional hernia resulted. The surgeon sutured the area manually. Prior to the procedure, the patient used a colostomy bag and continues to after this procedure.

Manufacturer narrative:
(B)(4).